Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2016. Patient's mother reported that the patient had large patches of hives all over their body, including the: chest, neck, back of arms and legs. Patient's mother first treated the reaction with calamine lotion and benadryl. Patient was then taken to urgent care upon examination and was prescribed hydroxyzine 25mg and triamcinolone 0.5% cream. However, patient's mother did not administer these to the patient, as she was unsure they were safe. Patient's mother then removed the patient's sensor. Reaction became 95% clear within 12 hours of its first notice. At the time of contact, the patient's condition had significantly improved. Additional event or patient information is not available. No product or data was provided for evaluation. The reported skin reaction was not confirmed. A root cause could not be determined. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). ). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites.